Event description:
According to the initial information received, a 24mm amplatzer septal occluder (aso) was selected to occlude a 24mm atrial septal defect (asd) as measured via balloon-sizing on toe and echo. The asd appeared spiral in shape similar to a pfo "tunnel." Initially, good placement and stability were observed so the device was released. Shortly thereafter, the aso turned sideways in the tunnel then embolized into the left atrium. A 14f sheath was used to successfully snare and recapture the aso. A 30mm aso was implanted.

Manufacturer narrative:
Device analysis: the amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review: sjm requested further information regarding this case, but medical records and images have not been provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.